Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 6/11/2024 where the arthrex subsidiary employee stated that this event occurred during an acl procedure the patient had good bone quality. A drill was used to make the tunnel. Only the head of the screw broke, the last thread of the screw that broke was removed, the body of the screw remained implanted in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images and video submitted from the field, it is evident that the screw broke upon insertion. This is a known manufacturing issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/31/2024 it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4020c-08 fastthread¿ biocomposite¿ interference screw broke off the head during insertion. This occurred during a procedure where the implant was implanted.